Manufacturer narrative:
Block h6 patient code; 3191: no code available was used as there is no equivalent FDA code for surgical intervention. Analysis of lead sc-2366-70 (serial umber (B)(6)) revealed that the lead was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Investigation conclusion: the investigation concluded that the reported event was not confirmed through device analysis. However, the allegation of lead migration was confirmed by the doctor in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause is known inherent risk of device.

Event description:
It was reported that the patient lead migrated and did not cover the main pain area. The patient underwent a lead revision wherein the lead was replaced due to difficulties removing the lead from scar tissue.

Event description:
It was reported that the patient lead migrated and did not cover the main pain area. The patient underwent a lead revision wherein the lead was replaced due to difficulties removing the lead from scar tissue.